Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained high blood glucose exceeding 180 mg/dl for over two hours while using the ilet with a steel 6 mm contact/detach infusion set, prompting troubleshooting that included syncing report logs and replacing the infusion set and cartridge, followed by standard pump setup steps and resumption of insulin therapy. Symptoms included hyperglycemia. Outcomes included restoration of glucose control, with blood glucose decreasing from 208 mg/dl at the time of troubleshooting to 152 mg/dl after follow-up. Investigation included remote review of device report logs and guided replacement of the infusion set and cartridge with associated priming and cannula fill. Investigation of this case revealed that hyperglycemia resolved after a full supply change, which is consistent with infusion set or site-related delivery interruption, though the exact cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.